Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified missing shell and broken shell. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified striated broken edge on anterior and sharp broken edge on anterior. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a striated broken edge on anterior assessed as surgical damage consistent in the use of some surgical tools, a sharp broken edge on anterior assessed as an unidentified (tear) opening, and missing shell assessed as inconclusive.

Event description:
Patient reported left side rupture and "concern with the product." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture and "concern with the product." Device has been explanted.